Event description:
Patient reported experiencing high blood glcuose (412 mg/dl), while being off the device due to low battery. Patient indicated that, after inserting a new battery pack, patient self-treated by bolusing and dispensing insulin, via injection; however, their blood glucose remained high. Later that afternoon, while at work (customer works in hospital), patient began vomiting and was taken to the emergency room. Patient stated that their blood glucose measured - 600 mg/dl. Patient stated that their bun and creatinine levels were higher than normal. Patient was treated with an IV drip (contents not provided). At the time of the report, patient was still in the hospital.